Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer's blood glucose ranged from approximately 80-180 mg/dl. The customer continued to use the pump for insulin therapy. No additional information was provided.